Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment. The patient encountered air detected in cassette warning in drain 2 of 5. The treatment was stopped and fluid was found in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is using the same cycler with no further issues. The cycler is not available to return for analysis.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment. The patient encountered air detected in cassette warning in drain 2 of 5. The treatment was stopped and fluid was found in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is using the same cycler with no further issues. The cycler is not available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.